Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation scratches were observed on the periphery of the lens. The rayone aspheric rao600c iol was explanted and exchanged during the original surgery session. No patient harm is reported. The device associated with this event has been discarded by the healthcare facility. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The addiitonal information received identifies that the lens was damaged after the user struggled with the preloaded injection system. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner. User error is likely the cause of the damage to the lens post injection in this case. Our review of production records for the rayone aspheric rao600c batch 063218984 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 063218984.

Event description:
On 24th january 2024, rayner received notification from its distributor in belgium of an event that occurred duirng use of a rayone aspheric rao600c. The event description provided states that immediately following implantation scratches were observed on the periphery of the lens necessitating its removal from the eye.